Event description:
It was reported that the catheters were defective and would not thread on the IV tubing with a bd insyte¿ autoguard¿ shielded IV catheter. This several times during use, however, no date or patient info provided. The following information was provided by the company reporter: (2 of 4 complaints). It was reported that the catheters are defective. The following information was provided by the initial reporter: the lot# 9119982 is the effected product. I am uncertain if all the item #381423 are defective, but we have had several instances with this lot#9119982 and item#381423 that were defective that actually affected patient care. I am not willing to take the chance of using any more of the catheters with lot# 9119982/item#381423 on patients and have them also be defective.

Manufacturer narrative:
Investigation summary: received a total of 172 units within sealed packages from lot 9119982 along with an empty-open package. Some of the units were received inside dispensers. All components within were intact. A review of the device history record revealed no irregularities during the manufacture of the reported lot. A sample size of 76 units will be tested for threading difficult (tip adhesion-catheter too tight ¿ functional a): the catheters were rotated 360 degrees as stated on the IFU, the catheters did not ¿candy caned¿ confirming the tip adhesion was within specifications. Then, the needles were retracted, and the catheter successfully released from the cannulas ¿ this is evidencing the catheters were not tight neither adhered to the cannulas. 100% inspection for leakage (major): 86 of the 172 units were tested by connecting the end of the catheters to an iso slip luer fixture and submerging them into water. No leakage was observed on any of the areas of the catheter-adapter assemblies. This is evidencing the adapters were not damaged inside the luers. 86 of the 172 units were tested by connecting a q-syte unit to the iso slip luer fixture, connecting the adapters to the male luer and submerging them into water. No leakage was observed on any of the areas of the catheter. Adapter assemblies: this is evidencing the adapters were not damaged at the threads. Visual examination: 100 %. No damage was observed on any of the areas of the adapters or the catheter tubing. No physical-mechanical damage or leakage was observed on any of the representative units received for evaluation. The actual unit was not received for testing. Conclusion(s): root cause not determined. The failure experienced by the customer could not be reproduced in the laboratory and evidence of damage was not detected.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the catheters were defective and would not thread on the IV tubing with a bd insyte¿ autoguard¿ shielded IV catheter. This several times during use, however, no date or patient info provided. The following information was provided by the company reporter: (2 of 4 complaints) it was reported that the catheters are defective. The following information was provided by the initial reporter: the lot# 9119982 is the effected product. I am uncertain if all the item #381423 are defective, but we have had several instances with this lot#9119982 and item#381423 that were defective that actually affected patient care. I am not willing to take the chance of using any more of the catheters with lot# 9119982/item#381423 on patients and have them also be defective.